Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer patient's port tubing snapped while receiving home infusions.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken tubing was confirmed, but the root cause could not be determined. The product returned for evaluation was one 20g powerloc infusion set. A gross visual inspection of the returned unit found that the clamp and luer hub had decoupled from the extension tubing. The luer hub was not returned for evaluation. Inspection of the proximal end of the extension tubing found that an arc shaped tear was present. Inspection of the extension tubing cross-section at the proximal end found striations on the majority of the surface with only a small portion exhibiting a smooth surface. At the location where the surface was smooth a thin wall of tubing protruded from the surface. These features suggested that a sharp instrument had largely fractured the tubing and tensile stress then contributed to fully fracture the tubing. However, it was unclear if the cut in the tubing was done as part of the manufacturing process. The proximal end of the extension tubing was inspected under a uv light, but no uv fluorescence was observed. No adhesive residues were observed either during microscopic inspection. Without the luer hub returned no determination could be made on whether the unit was missing adhesive or if the tubing had been cut by the user. Therefore, the root cause remains unknown.